Event description:
Using one touch verio flex blood glucose meter. Had a reading of 133. Used ihealth bg5s meter. Had reading of 181. Ran test solution on both devices. Results showed working normally. (B)(6) 2025 one touch verio flex blood glucose meter. Had a reading of 131. Purchased otc: contour next gen meter. Had a reading of 119. Reference report: mw5165982.